Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a high blood glucose value. Customer¿s blood glucose value was 33.3 mmol/l. Customer treated with needle for high blood glucose. Customer stated that he drive support cap was normal. Customer does not allege for the over delivery. The product will be returned for analysis.